Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge would not completely engage with the pneumatic tap when trying to load the cartridge onto the pump. No visible damage was noted; however, the customer stated it was most likely due to a defective o-ring. The customer loaded a new cartridge and there was no impact to the customer's blood glucose level.